Event description:
It was reported that during a lap donor nephrectomy procedure, the first clip applier was fired and no clip came out. They pulled a second one and it fired double clips. No patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result of the el5ml instrument found that it was returned with the shaft bent, empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The "it fired double clips" reported event could not be confirmed as the instrument was returned empty. The "no clip came out" reported event is confirmed as the instrument was returned empty. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.